Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user stopped hearing with the device.

Event description:
Reportedly the user stopped hearing with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer hearing benefit with the device. Reportedly the issue resolved after re-programming the audio processor; however the issue re-occurred. In situ measurements show the device working within specification. A root cause for the sudden loss of hearing perception cannot be determined with the available information.